Event description:
After approx 24 hrs indwelling time, the pt felt a "pop" and the catheter fell out of the pt. A piece of the balloon was missing and required local cystoscopy for removal. After cysto, pt was re-catheterized with no problems. No further complications were reported.